Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
The customer reported low potassium (k) patient results involving unicel dxc 600 synchron system. Samples were not retested and amended reports were not issued. The discrepant results were released out of the laboratory and questioned by the physician. There has been no report of patient injury or change in patient treatment associated with this event.